Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device eval by MFR: the interlock coil was returned for analysis. A visual and microscopic inspection revealed that the main coil was returned with the zap tip detached. The coil was also bent and stretched along its primary coil.

Event description:
Reportable based on device analysis completed on 26nov2025. It was reported that the main coil was unable to advance to the catheter. During a procedure for a giant abdominal aortic aneurysm, a 20mm x 40cm interlock controllable coils were used to pack the tumor. Three 20mm x 40cm interlock coils were successfully deployed without issue. However, when attempting to deliver the fourth coil to the orifice of the angiography catheter, increased resistance was encountered, and the deploy angle could not be adjusted. Despite intermittent heparin water flushing, the issue persisted. Upon withdrawal, it was discovered that the interlocking arm of the coil was damaged. A new coil of the same specification was promptly replaced and deployed successfully, allowing the procedure to continue smoothly. In total, five 20mm x 40cm interlock coils were used, and the procedure was completed. The patient condition following the procedure was stable. However, device analysis revealed that the main coil had the zap tip detached.